Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the endoscopes rotated 180 degrees suddenly without any surgeon's action. The image was inverted. The horizon line rotated 180 degrees, but the master tool manipulators (mtm) remained assigned so that motion was non-intuitive. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the procedure was successfully completed robotically. The operation was prolonged by 15 minutes due to this issue. Nothing fell into the patient. No surgical task was being performed at the time of the event. The endoscope was installed in a down orientation. The surgeon confirmed desired orientation when the endoscope was installed. The endoscope and endoscope¿s adapter/base were not engaged/in-synch/attached. No damage was observed on the endoscope¿s adapter/base such as a missing screw(s) or component. Prior to the event, the endoscope was not manually rotated 180 degrees. The vision issue did not result in patient injury. The issue did not occur during a warm ischemia time.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The endoscope was analyzed and found to have a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. Additional observation(s) not reported by the site include cable delamination. The endoscope was visually inspected and found with cosmetic damage. The endoscope's cable integrated connector exhibited discoloration. Discoloration of the housing was also found. The endoscope integrated connector was found with damage to the electrical contacts and/or circuit board.